Event description:
The user facility reported during surgery the cutter would not perform. They opened additional cutters to complete the procedure. There was no pt injury.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable. Report 1 of 3. See 1920664-2013-00186 and 1920664-2013-00187.